Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the initial report, "on (B)(6) 2018, a patient underwent surgery for type a dissecting aneurysm. On (B)(6) 2019, pseudoaneurysm was confirmed at aortic root by CT scan and the patient underwent emergency surgery. The patient required ascending aorta replacement. The surgeon reported that the bioglue formed mass instead of deaggregation at aortic root."

Manufacturer narrative:
The manufacturing records for lot 18mjx004 were reviewed by and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. According to the initial report, on (B)(6) 2018 a patient had surgery for a type a dissection aneurysm. On (B)(6) 2019 a pseudoaneurysm was confirmed at the aortic root by a CT scan. The patient underwent emergency surgery and required an ascending aorta replacement. Per the distributor ¿the surgeon reported that the bioglue formed mass instead of degration at aortic root.¿ bioglue was applied to the false lumen proximal end, as well as, the proximal and distal suture lines in the initial dissection repair on (B)(6) 2018. The tissue where bioglue was initially applied was noted to have ¿adhesion deficiency¿ at the false lumen and ¿was in the state of peeling off from aortic root.¿ no other information was provided. The following information is unknown: the condition of the native tissue, how much bioglue was used in the procedure, if the syringe was primed and de-aired, if bioglue was applied to a wet field, or if the bioglue was allowed to polymerize for a full 2 minutes. The nature of the ¿mass¿ noted by the surgeon remains unknown. The ¿adhesion deficiency¿ may be due to the surgical field not being appropriately prepared prior to bioglue application. Per the IFU (instructions for use), before inserting bioglue into the false lumen, the false lumen should be cleared of all thrombus and/or debris and dried with surgical sponges. Failure to properly prepare the site will result in poor adherence of bioglue to the tissue. The product¿s IFU also has the following precaution: ¿do not apply bioglue in a surgical field that is too wet. This may result in poor adherence.¿ failure of bioglue to adhere to tissue is also listed as a possible adverse event. Per kitamura et al, pseudoaneurysm formation ¿is not a rare late complication late after repair of acute aortic dissection (mohammadi, s et al). The underlying mechanism of pseudoaneurysm formation is considered to be associated with tissue cutting due to the fragility of the dissected aortic wall at the anastomosis and from the chemical reaction to the aldehyde contained in the glue material (bingley, ja et al).¿ perhaps the native tissue was too damaged to be repaired and an aortic replacement with a synthetic graft should have been considered. Furthermore, while surgical glue is helpful in surgery for acute type a aortic dissection, it may also cause late pseudoaneurysm formation or valve deterioration when not used properly (kitamura et al). Dr. Fehrenbacher et al. Performed a retrospective review of 92 consecutive patients who underwent complex operation in which bioglue was used. Postoperative pseudoaneurysm formation occurred in 3.3% of the patients (fehrenbacher 2006). Weiner et al. Presented at 15th world congress of heart disease in vancouver, canada in july 2010 they identified 97 consecutive patients in whom bioglue was used to reinforce thoracic aortic suture lines. During follow-up 2 patients were identified as having a pseudoaneurysm, the control group, without bioglue use, had similar incidences of pseudoaneurysm formation (weiner 2010). Ma et al. Reviewed 233 patients with a mean follow-up time of 2.4 years post-operation; a pseudoaneurysm was detected in only 1 patient (0.6%). The authors concluded, ¿the use of bioglue in thoracic aortic surgery was not associated with excess incidence of anastomotic pseudoaneurysm formation following surgical repair of thoracic aortic disease.¿ (ma 2017) there is insufficient information to determine if there is an associated between the use of bioglue and the pseudoaneurysm formed. Pseudoaneurysm formation is a known complication in standard surgical repair of aortic dissections. The condition of the native aortic tissue at the time of the initial surgery is unknown in this case. Pre-existing conditions such as aortic medial necrosis or other intrinsic aortic disease may have contributed to further complications. The root cause of the ¿adhesion deficiency¿ is unknown. However, a review of the IFU shows adequate precautions regarding applying bioglue to a wet field, as well as, ¿failure of product to adhere to tissue¿ as a potential complication. All risks identified have been mitigated as far as possible and residual risk is acceptable. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed.

Event description:
According to the initial report, "on (B)(6) 2018, a patient underwent surgery for type a dissecting aneurysm. On (B)(6) 2019, pseudoaneurysm was confirmed at aortic root by CT scan and the patient underwent emergency surgery. The patient required ascending aorta replacement. The surgeon reported that the bioglue formed mass instead of degration at aortic root."